Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer delivered a 6 unit bolus based on a bg value of 280 mg/dl. Additionally, the customer reported delivering a 10 unit bolus based off of a bg value of 260 (mg/dl), and 70 grams of carbohydrates. The contact acknowledged that the bolus history was accurate and the bolus requests had been delivered as intended; however, the customer did not consume the 70 grams of carbohydrates that had been input into the bolus menu. At the time of the reported issue, the customer's bg level was 55 mg/dl. The contact reported that the issue occurred due to user error, and that the pump was functioning as intended.